Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a receding gums and a loose tooth from the aligner treatment. They were seen by an orthodontist, who gave them a retainer and recommended they see a gum specialist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.